Manufacturer narrative:
The reported events of failure to capture and helix damage were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies but over-torqued inner coil consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts. Correction section a2: patient age corrected.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle pacing lead had no capture despite multiple re-positioning and the helix was damaged. The lead was removed and replaced. The patient had no adverse consequences.